Manufacturer narrative:
A zoll medical representative went onsite to evaluate the device. The customer's report was not replicated or confirmed. The device was put through extensive testing using the customer's therapy cable without duplicating the report. The device log was not available for review. The device was returned to service. No trend is associated with reports of this type.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.